Event description:
According to initial reporter's statement, the pt underwent successful "ptmc" on april 26, 2000. A "ptmc"-26 inoue balloon catheter was used with serial inflations at 22, 23 and 23.5mm diameter. Upon attempted withdrawal of the slenderized balloon from the left atrium a kink at the distal radiopaque tip was noted making withdrawal of the 0.025 guidewire difficult. With fairly vigorous withdrawal the distal approx. 10cm of wire fractured and was left in the left atrium. This required repeat transseptal puncture from the left femoral vein and the wire fragment was snared into a mullins sheath and removed from the pt. There were no other complications and the pt did well post procedure.